Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 2006. During the surgery, it was reported that the patient's calcar cracked. Cables were implanted to address the fracture. It was further reported that patient experienced a limp post operatively.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.